Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0l8cg, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health-care professional (hcp) via patient reported the low therapeutic efficacy so physician replaced both the leads and implantable neurostimulator (ins) to improve efficacy as patient had stimulation amplitude on 6.7. Issue was resolved at the time report. Patient was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.